Event description:
When pk was inserted on the body cavity and visualized with camera it would not move. Instrument was removed and we noticed broken wires at joint instrument. New instrument was retrieved and inserted. Defective instrument removed from or and taken to sterile supply.